Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported that the power at her home went out. When power was restored she accidentally hit cancel treatment instead of resume. Treatment was cancelled during dwell 3 of 5. While troubleshooting tha patient reported the screen went blank and could not be operated. The cycler's other buttons remained lit. The patient was advised to check the power cord. While checking the cord the patient reported seeing a spark of electricity. The cycler was turned off and replaced. During follow up the patient reported she was not injured by the spark. She did manuals to complete treatment. The cycler was being made available for evaluation.

Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems occurring. The cycler screen did not go blank during the treatment test. Electrical testing including voltage testing was performed and passed. There were no discrepancies encountered in the internal inspection of the cycler. Cycler performed as designed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.